Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy calcification. The iron man guide wire was advanced to the lesion. The 2.5 x 33 mm xience xpedition stent delivery system (sds) was then advanced over the guide wire. While positioning the stent in the lesion, the sds was pulled back. During pull back, the stent met resistance with the guideliner, and became compressed; therefore, the sds was removed and replaced. A new xience xpedition sds was used successfully. At the end of the procedure, the iron man guide wire was removed without issue, and it was seen that the tip had separated and remained in the vessel. A snare was used to successfully retrieve the separated tip, and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.